Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. Device was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. Device was received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 274 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.